Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: no DHR has been possible, as there is no serial number available. Clinical conclusion: it has been reported that the receiver broke off and was stuck inside the user's ear. User went to an ear-nose-throat doctor (ent) to have it removed, and got a scratch as a result of the event. There was no further intervention or prescription needed as a result of the event, and the user is fine after the removal of the device. No further symptoms were reported. Clinical conclusion is that the detached receiver has not caused harm to the user. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: refer to CAPA. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Trended case device investigation findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Date of incident: (B)(6) 2024 on 03apr2024 it was reported that a receiver broke off inside the user's ear canal, and was stuck there ear-nose-throat doctor removed the receiver from the ear. User got a scratch from the incident. After the removal of the device the user was fine and no further intervention was required. The receiver was discarded after removal, therefore there is no serial number available. No further information is expected.